Event description:
On (B)(6) 2009, the patient reported the piston rod on his insulin infusion device is making an awkward noise during the change cartridge procedure. He stated, he is using aa batteries that last 2 weeks before he receives the battery depleted error. He said, the piston rod fully retracted. He stated, his device has not been dropped or exposed to water. He said, he has changed the battery cover within 4 battery changes. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.